Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 jaw detached during clipping and fell into the pt (jaw was retrieved from pt). Another instrument was used to complete the case. There was no consequence to the pt.